Manufacturer narrative:
Combination product: yes.

Event description:
This rv lead was explanted due to fracture. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt the lead was found cut 53.5 cm proximal to the lead tip. A proximal lead fragment was received for analysis. A locking stylet was found inserted into the distal fragment and extraction aids were found bound on the lead body. The proximal fragment including the is-1 connector was not returned. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The insulation was found damaged 34.5 cm proximal to the lead tip and cut 12.5 cm proximal to the lead tip. These damages most likely occurred during the extraction of the lead. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.